Event description:
A (B)(6) male patient contacted zoll customer support to report that this battery charger would not recognize when his battery packs were inserted. The patient was issued a replacement battery charger.

Manufacturer narrative:
Device evaluation summary: device evaluation of battery charger sn (B)(4) has been completed. The reported problem (battery charger problem) has been confirmed. As received, the battery charger would not power on properly. The cause was a flash memory failure (components u102 and u105) on the c/a board. The flash memory had an intermittent bga connection, which was discovered through the use of a target memory test. The intermittent connection is likely due to a fractured solder connection induced by mechanical stress. The exact source of the mechanical stress has not been positively identified but the fractured connection may have been accelerated through rough handling. In addition there was liquid contamination inside the charger. The root cause of the contamination was unable to be appositively determined, but was likely liquid ingress of an unknown contaminant. No adverse event resulted for the defective flash memory. The patient received a replacement battery charger.